Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the minicap cap was cracked. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Additional information: the device was returned and an evaluation is complete. Visual inspection was performed with the naked eye and under magnification with no issues noted. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.